Event description:
It was reported to boston scientific corporation that a genesys hta procerva procedure set was used during a hydrothermablation (hta) procedure on (B)(6) 2012. The patient age was reported to be over 18 years. According to the complainant, with approximately 4:45 minutes left in the ablation procedure, the doctor received a fluid loss alarm at a rate of 10cc/min. The physician noted the mucosa had turned white on the posterior cervix and posterior vaginal wall. She then inserted raytek gauze to help absorb the fluid which had leaked out. The physician then proceeded with the case with no more error messages or alarms occurring and completed the case. At the completion of the procedure, the doctor removed the gauze from the vagina. As she did this, the white outer layer of mucosa came off with it, leaving a "pink" area underneath. She described the area looking like a "blister" about 3-4 cm in size and classified it as a 1st degree burn. The physician then applied silvadene cream to the affected area and sent the patient home. She gave the patient kerlix gauze pads with instructions to utilize and insert tampons applied with silvadene cream 2-3 x/day. The patient was seen three days post-procedure with the burn healing as expected. She continued to use tampons applied with silvadene. No pain or other symptoms were experienced by the patient. No medication or other treatment was provided as it was deemed unnecessary. The patient was seen again on (B)(6) 2012 and the physician observed the burn as being nearly completely healed. It was reported the patient has stopped using silvadene cream.